Manufacturer narrative:
Upon review of the image result files, it was determined that an improper centrifuge error recovery was performed resulting in erroneous results. The customer was advised of the proper recovery sequence and that the run should have been aborted. The instrument is operating according to specifications.

Event description:
A customer reported obtaining abo discrepancies on galileo (B)(4).